Manufacturer narrative:
(B)(4)

Event description:
It was reported that "bent guide wires. Please be advised that we found some defective items in different boxes." This was found prior to use during incoming inspection. No patient harm or injury. Associated complaints 3006425876-2024-00601, 3006425876-2024-00602, 3006425876-2024-00604, 3006425876-2024-00606 and 3006425876-2024-00607, and 3006425876-2024-00600.

Manufacturer narrative:
Qn#(B)(4). Upon investigation of the returned sample, it was found that the malfunction was not reportable; thus, the initial MDR, submitted on 06/11/2024, should be retracted.

Event description:
It was reported that "bent guide wires. Please be advised that we found some defective items in different boxes." This was found prior to use during incoming inspection. No patient harm or injury. Associated complaints (B)(4).